Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported they are on their last set of aligners and they feel as though their bite has gotten worse since they started treatment. Patient provided bit video that shows bite to be se incorrectly. Advised 14 day rest period and do refinement to correct bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.